Event description:
It was reported that the balloon ruptured. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified shunt. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at nominal pressure in the lesion area and was simply pulled out from the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient was good post procedure.

Manufacturer narrative:
E1-initial reported city: (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 9mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Initial reported city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified shunt. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at nominal pressure in the lesion area and was simply pulled out from the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient was good post procedure.